Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine device check. Upon interrogation, the device exhibited noise reversion on the qrs complex. Programming changes were made but the noise reversion was still noted. The patient will continue to be monitored.